Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope sheath ceramic tip was damaged. The issue occurred during reprocessing of an unknown procedure. There was no delay and the patient was not under anesthesia. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the customer's complaint was confirmed. The ceramic tip was damaged a review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. It was confirmed, the ceramic tip was damaged. The specific cause of the damaged tip was not established. However, it is possible, that the damage was mechanically or thermally induced. Olympus will continue to monitor field performance for this device.